Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported than an ophthalmic laser console exhibited with low laser power during retinal laser procedure. Surgery was completed by increasing laser power. There was no patient harm.

Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.11. The company representative was able to confirm the reported event. It was recommended that the laser indirect ophthalmoscope (lio) fiber cable be replaced. Additional information about the customer approving the replacement, was not provided. However, the system was tested and found to meet specification (otherwise). A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event was attributed to the external lio fiber cable that is unrelated to the product. Mnaufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).